Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 3gtq3-mcg, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the drive lock out (dlo) switch is allegedly functioning intermittently. The consumer allegedly got stranded with his power chair when the dlo prevented the chair from driving. No injury alleged. (B)(4) issued for the replacement parts.

Event description:
Dealer states: "intermittent function on dlo switch and client got stuck, preventing chair to drive." (B)(4). No injury alleged.